Manufacturer narrative:
No known allegations of deficiency against the device.

Event description:
Additional information received indicates there were no known allegations of deficiency against the octrode lead and remains implanted.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Effective therapy was restored post operatively.